Event description:
It was reported that the lightsource displayed a system error code - customer could not recall if it was an e-1 error.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.